Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found low output on pbdes 200w 20r due to faulty psu (power supply unit) board. Coagulation test failed due to faulty plasma board and test on hand switch for lh (left hand) at position # 9 failed due to faulty auxiliary board. The unit was observed running old software version and needs to be upgraded. Multiple minor scratches were observed on the housing and footswitch was found not working due to damaged cable. Review of fault log found 200 ref 86 showed three times indicated rf_det stuck high failure. Rf detect flag high and error 600 ref 14, showed one time indicated foot switch mode pedal stuck. The usual cause is that the relevant foot pedal is held down by the user or there is a faulty foot pedal. Based on evaluation findings the failures found were identified to be attributed to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
An unspecified device issue was reported. The issue occurred during an unknown event. There was no known patient involvement, no user injury reported.